Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's mother confirmed bluetooth settings listed only dexcomrx from the g4 system. Advised patient's mother to forget that dexcomrx in bluetooth settings, uninstall both share2 and g5 application, re-install g5 application, and manually enter transmitter ID, which was successful. No additional patient or event information is available.